Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer got hospitalized due to low blood glucose with blood glucose of 20 mg/dl at the time of the incident. The caller did not provide any further information. The customer did not mention how they treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer needed assistance with pump settings programming. The insulin pump will not be returned for analysis.